Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 9 days of data (10jun2023 ¿ 19jun2023 per the timestamp). The log file captured intermittent backup battery fault alarms on (B)(6) 2023 from 22:21:46 to the end of the log file (captured on (B)(6) 2023 at 07:05:40) due to the backup battery not passing the load test. The backup battery fault alarm briefly cleared, as additional load tests were performed and the battery passed the tests; however, the alarms would reactive due to the battery not passing further load tests. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that the alarm resolved after exchanging the system controller. It was also noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 28sep2020. Review of the DHR also revealed that the system controller was manufactured with the implementation of a corrective and preventative action, which implements the application of grease on the backup battery ribbon cable. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had emergency backup battery (ebb) fault alarms which did not resolve after replacing the ebb. The system controller was exchanged the ebb fault alarms resolved.